Event description:
During the operation, the doctor did the patency test, and they found a leak, so they changed to another valve.

Manufacturer narrative:
The returned valve was patent and passed reflux testing, however it did not pass the siphon testing. The valve was within specifications for pressure-flow testing at 5.5 ml/hr @ (0 cm hp) pl 1.5. However, the valve was not within specifications for all other pressure-flow testing and preimplantation testing. The valve did not pass leak testing due to a tear at the top of the delta chamber membrane. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.